Manufacturer narrative:
The serial number was requested but was not provided. Approximate age of device - unknown. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a log file review by the technical service representative confirmed a no external power event. The system controller¿s internal backup battery provided power to the lvad as designed and there was no interruption in pump support. Additional information was requested but was not provided.

Manufacturer narrative:
The mobile power unit (mpu) used at the time of the reported event was not returned for analysis. As a result, the root cause of the ac power loss to the mpu could not be conclusively determined. The reported event of no external power event was confirmed through the analysis of the submitted log files. The system controller log file contained approximately 6 days from (B)(6) 2018 at 22:34:30 through (B)(6) 2018 at 09:12:54, per time stamp. The file captured a no external power event on (B)(6) 2018 at 00:58. This event occurred while the system controller was supported by the mobile power unit (mpu) and appeared to be a result of momentary ac power loss to the mpu. During this event the system controller supported the pump at the set speed while being powered by the internal backup battery, as designed. The event lasted for approximately 20 seconds. Once ac power was restored to the mpu, the no external power alarm cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu listed under the patient's equipment history is serial number (B)(4). This mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. The mpu remains in use and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.